Event description:
A customer reported obtaining non-pepeatable falsely elevated hbsag results for two pt samples. The results were not reported. It was determined that the reagent metering probe was partially occluded. A malfunction of this type could cause biased result to occur in assays that may be used in critical diagnostic applications. There was no report of pt harm as a result of this event.